Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that the pt states that he occasionally has pain in his right hip. He feels some discomfort but does not have extensive pain. He can't walk long distances and gets very fatigued. His work requires him to do a great deal of walking and climbing stairs which is uncomfortable. The pt states that he is self employed and a small employer; as such, he cannot afford to take off from work. His dr recommends that he has an MRI and blood work.